Event description:
The hospital reported that during a coronary artery bypass procedure, one heartstring seal was deployed into the aorta but it did not deploy properly, and there was a significant amount of blood shooting out because it did not provide hemostasis. A replacement seal was used to complete the procedure. There was no blood transfusion or any intervention required. No pt complications were reported by the hospital.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.